Event description:
It was reported that, during preparation of a ureteroscopy procedure while the patient was under general anesthesia, when the fiber was connected to the console, an error appeared indicating error 66 (please use authorized fiber). An another fiber was tried, however neither were compatible with the console. The procedure was not completed due to this event. There were no patient complications. This event is being reported for aborted/canceled procedure with a patient under anesthesia or sedation unknown. This complaint is for the second fiber.